Event description:
Device malfunction: stent fracture. Symptoms / ae: none. Time of malfunction: during 4 year follow-up. It was reported that during a 4 year follow-up exam on (B) (6) 2009, post a right internal carotid artery stenting procedure, a duplex ultrasound exam revealed a fracture of the xact stent. There was no known trauma to the neck and no adverse patient sequela reported. There are no plans for intervention. Although requested, there was no additional information provided.

Manufacturer narrative:
(B) (4). (B) (4). (B) (4) study event. Quality engineering was unable to complete their investigative analysis at the time of this report. Results and conclusions will be forwarded upon completion.